Manufacturer narrative:
Follow-up #1: date of submission 07-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: during investigation, no evidence of damage was observed on the display. The allegation of a damaged display was not duplicated during investigation. Unrelated to the complaint, the display was found to be dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue; cracked. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication the product caused or contributed to and adverse event.